Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned for an unknown product performance issue during a procedure for pacemaker replacement. Additional information was requested but unable to be obtained. No additional adverse patient effects were reported. This product is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.